Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 19dec2025, a no external power alarm activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The backup battery supported the system as intended during this time. The loss of external power did not affect the controller¿s ability to support the pump as intended. Multiple attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be determined via this investigation the device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook document (B)(4), rev. A are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 2 of the IFU entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further log file review captured a no external power alarm was captured on (B)(6) 2025 at 20:30:44, appearing consistent with a loss of alternating current (ac) power while operating on the mobile power unit (mpu).

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.